Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transformainal lumbsr interbody fusion (tlif) at l5-s1 in (B)(6) 2018. During the procedure, the tip of the curette broke off. It has been reported that there was no harm to the patient.